Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Device was not returned to manufacturing facility; however, customer provided logs and sample photos for review.

Event description:
It was reported there was a rate discrepancy with a precedex infusion. Precedex 400mg/100ml was programmed to titrate starting at 0.2mcg/kg/hr (3.4ml/hr) however when programmed into the pump the rate shown was 2.88ml/hr. Clinician attempted infusion on a second pump however achieved the same result. Pump was then programmed manually according to order for infusion. When clinician demoed to nurse manager the following morning, the second pump worked correctly. It was further reported that biomed was unable to recreate the event and pcu was showing correct rate when checked. Original pump module was not available for testing. There was patient involvement but no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was a rate discrepancy with a precedex infusion. Precedex 400mg/100ml was programmed to titrate starting at 0.2mcg/kg/hr (3.4ml/hr) however when programmed into the pump the rate shown was 2.88ml/hr. Clinician attempted infusion on a second pump however achieved the same result. Pump was then programmed manually according to order for infusion. When clinician demoed to nurse manager the following morning, the second pump worked correctly. It was further reported that biomed was unable to recreate the event and pcu was showing correct rate when checked. Original pump module was not available for testing. There was patient involvement but no patient harm.